Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2004. Subsequently, the patient showed signs of a reaction around the hip with fluid development. Fluid was aspirated from the patient on at least three occasions between (B)(6), , 2008, and (B)(6), , 2009. Toxicological analysis of the samples revealed elevated levels of cobalt and chromium. As of this date, no revision surgery has been performed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly . There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "elevated metal ion levels have been reported with metal on metal articulating surfaces. Because of the limited clinical and preclinical experience, the long-term biological effects of the particulate and metal ions are unknown." This report submitted (B)(4), 2011.